Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of haemodynamic instability (hypotension) as listed in the coronary dilatation catheters, nc trek rx, global, instruction for use is a known patient effect. A conclusive cause for the reported patient effect of hypotension and the relationship to the device, if any, cannot be determined. The investigation determined the reported deflation problem is a product quality issue. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/27/2020-001. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Event description:
Additional information was received stating that the haemodynamic instability (drop in blood pressure) resolved once the balloon deflated, no treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery. Post dilatation was performed with a 4.00x8mm nc trek rx balloon dilatation catheter (bdc) at 14 atmospheres. Deflation of the bdc took approximately 30 seconds after negative pressure applied with haemodynamic instability. The contrast mix was checked and replaced, inflation was repeated with the same result. An unspecified 3.5 balloon was used to successfully dilate the mid left anterior descending artery. Intravascular ultrasound confirmed apposition of the stent. There was no adverse patient sequela. No additional information was provided.